Manufacturer narrative:
Other applicable components are: product ID: 97714 lot# serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had called in to see if patient services (ps) could assess that the leads have moved in the patient¿s back. The patient said, ¿all of a sudden stimulation felt different and it is higher in patient¿s back and not on the right side¿. The patient said she can only feel stimulation on the left side. Patient said she had not made any adjustments. The patient also said it feels like she is leaning to the left when she is walking and standing. Patient said right side ¿is empty¿ and she feels that this is throwing her off. The patient said one side hurts and one side doesn¿t. It was reviewed with the patient she can try a different group, however the patient side she is on high density settings and doesn¿t wish to change groups. The patient also said she hasn¿t had any falls or trauma. No further complications reported. No additional patient symptoms reported.